Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant of their right ventricular (rv) lead, the patient developed amaurosis as well as the lead developed parameter problems. The lead is still in use. No further patient complications have been reported as a result of this event.